Manufacturer narrative:
The insulin pump was received with no button error alarm and no button response due to corroded keypad trace. The insulin pump had cracks around casing noted during visual inspection. The insulin pump had corroded electronic assembly and corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the button error alarm. The insulin pump was returned for analysis.